Manufacturer narrative:
Product event summary: a distal segment of the lead was returned. Full analysis could not be performed due to legal restrictions. Visual summary analysis of the lead was performed and indicated apparent explant damage of the lead. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6949-65, lead, implanted: (B)(6) 2006. Product ID: d224trk ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.